Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that endophthalmitis had developed seven days after the preloaded intraocular lens (iol) had been implanted. Visual acuity (va) evaluated immediately after surgery was 0.7. The exam seven days after surgery revealed the value of va had decreased (va value is unknown). A vitrectomy surgery had been conducted later and the pathogenic bacteria were unknown. Through follow-up, we learned that the iol remains implanted. The symptoms were first noticed on february 20th as well as hypopyon with an intense fibrin reaction. The patient was hospitalized overnight and the post-operative treatment was conducted with vegamox and rinderon. Currently, the patient presents a sub-optimal visual impairment (by mm, hand motion valve) and endophthalmitis. Account indicated that there was no particular problem observed during medical evaluation on february 19th; however, glasses were prescribed. Because the symptom developed on the following day, the doctor considers that it is acute endophthalmitis (infectious) caused by hypervirulent bacteria. No culture test or pcr (polymerase chain reaction) were performed as the drug was sent to a referral destination immediately after the onset. No particular issues were identified with the hand sanitation by the healthcare staff at the hospital and no tear in the device package were identified. No further details provided.